Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical services on (B)(6) 2021 due to low blood glucose level. Customer's blood glucose level was 48 mg/dl at the time of incident. Customer was treated with glucagon at the hospital. Customer also had food for low blood glucose level. Customer had other incoherent symptoms. It was unknown whether the customer was using auto mode feature at the time of low blood glucose event. Customer stated their transmitter was not working. The insulin pump will not be returned for analysis.